Manufacturer narrative:
Concomitant medical products: medical product- offset stem inserter, catalog# 31-555525, lot# ni . Therapy date: (B)(6) 2015. The product was not returned for evaluation due to unknown location. Review of the device history record (DHR) was not performed due to limited information. Complaint history review was performed and one similar issue was identified associated with this catalog (item) number. Without the opportunity to evaluate the product, the complaint was not confirmed and root cause could not be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Risks include: "acceptable host reactions to device (host bone fracture)¿. Following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that the patient underwent surgery for a fractured right hip (B)(6) 2015. A fracture of the femoral neck was reported as a complication occurring on the same date (B)(6) 2015. It was reported that no revision or additional hospitalization was required related to the femoral head fracture. It was stated as undetermined or unknown if the event was related to the device. No delay during the surgical procedure was reported. No additional information was provided and patient outcome is unknown.